Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump is over delivery insulin. Customer stated that she has low blood glucose extremely fast after having a high. The blood glucose reading is 185 mg/dl. Customer has treated with food. Customer noticed low blood glucose last summer. Customer stated that the insulin pump is causing the lows. During troubleshooting, the time and date are correct. Programming is correct. Advised the customer that the insulin pump will be replaced. Nothing further reported.